Event description:
Incorrect reading from coaguchek for the past three years. After several years of readjusting the reporter¿s husband warfarin medication they received a letter in the mail from roche on (B)(6) 2020 stating that the settings on the coaguchek were incorrect. That the instructions in the manual were not accurate and they need to reset according to the new instructions enclosed. "We spent years readjusting my husband¿s medication. His inr readings were consistently high and low. This could have caused something more serious to happen to my husband and has left me very upset."